Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues charging their implant and the issue began a while ago. Patient stated they had an MRI scheduled for thursday and they went to charge their implant like they were told to do to have a full charge on it and that they needed it to be that way for the MRI but they turn it off to assure it's not working. Patient said they tried to charge the implant and it kept telling them that it couldn't find the device. Patient mentioned they were suffering for a prostate issue right now and that's what the MRI was for so it was kind of hard for them to keep the implant charged when every 5 minutes or so they had to run to the bathroom and sort of catheter and drain themselves. Patient mentioned they had been in bed but hadn't even been using the implant but apparently they turned the controller on and it just ran out of battery. (1st implant) patient unlocked the controller; controller showed no device found then connect the recharger. Agent instructed patient to start a charge session; controller showed no de vice found then implant went into passive recharge mode with numbers 100-100-100. After a five minutes, the controller did not advance past passive recharge mode. Agent instructed patient to disconnect the recharger from the controller. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, and li battery pack pins. Patient mentioned the last pin on the controller port looks dark. (2nd implant) agent instructed patient to grab their other controller and patient confirmed no visible damage to the controller compartment pins, controller port and li battery pack pins. Patient unlocked the controller; controller showed no device found then connect the recharger. Agent instructed patient to start a charge session; controller showed poor recharge quality and patient repositioned the recharger. Controller showed 60% and implant red recharging with excellent quality. Agent reviewed with patient to continue charging this implant. The issue was not resolved. A request was sent to the repair department to replace the controller. Patient mentioned their vision is not the greatest and they have nerve damage. Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller says that patient has not been able to connect to charge his implant for quite some time. Caller says they were able to get one of the implants into MRI mode successfully, but patient said they have been unable to charge the other implant for unknown length of time. Caller said patient gets stuck on a screen with 100-100-100 when trying to check recharge quality. The issue was not resolved through troubleshooting. Tss reviewed trying a different recharger if pt has a second one to try (since they have 2, intellis systems) and/or calling into pt services for assistance. Patient requested to meet with an manufacturer representative(rep). Patient reported having two neurostimulators and stated they were supposed to undergo an MRI last week but were unable to proceed because the controller could not connect to the implant, repeatedly showing a "no device found" message. Agent reviewed information. Patient doesn't have the external equipment at the time of the call. Patient reported they fell and landed on the right side of their back. Patient stated they did not feel pain at the time but noted that the implant on the right side of their back may have shifted due to the fall. Agent reviewed rep's role and provided nas number for healthcare provider (hcp) office to call. Agent redirected the patient to hcp for further assistance. Email sent to field rep for visibility and closed the case. The issue of patients nerve damage was not related to the device. Patient called saying they needed an MRI and they were unable to put scs into MRI mode and unable to get the MRI. Patient as advised that medtronic rep was trying to reach to help in this. The information of patient being fell was unknown to the hcp.